Event description:
Per the audiologist, the patient presented at the clinic with a skin flap infection. The patient has an implant in the contralateral ear. The patient's device was explanted in late 2008. Reimplant surgery is planned, but had not been scheduled.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.